Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported entrapment of device (posterior leaflet had become caught on the gripper) appears to be due to user technique of retracting the clip into the left atrium. The gripper actuation issue was due to the gripper being caught on the leaflet. Per imaging reviewed, the mandrel was not broken; however, it was observed that the l-lock tabs were broken. The reported bent mandrel, broken l-lock tabs, broken lock line and subsequent clip open while locked appear to be due to unexpected forces on the clip arms/device during troubleshooting maneuvers to free the clip from the leaflet as no issue was noted prior to the entrapment. The reported patient effect of worsening mr appears to be due to the clip being stuck on the leaflet. A cause for the reported death cannot be determined. Mr and death are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization, unexpected medical interventions, surgical intervention, and removal of foreign body in patient were results of case specific circumstances as snare was used to attempt to remove the clip but unsuccessful so the patient was transferred to surgery to remove the clip and mitral valve replacement was performed. There is no indication of a product issue with respect to manufacture, design or labeling. This event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that ¿one (1) fluoroscopic still image of the reported device was provided. The delivery catheter (dc) shaft is extended with a significant bend /curve in the shaft which is indicative of excessive force on the device. While tissue and chordae are not visible on fluoroscopy, the bent condition of the dc shaft is evidence of clip entanglement in the chords. Therefore, the reported clip caught in the chordae (entrapment of device). The mechanical attachment of the clip to the dc l-lock shaft has been compromised, with the clip positioned abnormally relative to the l-lock shaft. The clip arms are opened to ~170° - 180°. The clip is located near the distal tip of the l-lock shaft and confirmed separated from the l-lock shaft. The user is able to actuate (open / close) the clip via the internal actuator assembly, which is comprised of two components: 1.) The actuator mandrel component, which runs the entire length of the cds and 2.) The actuator coupler component which is welded to the end of the actuator mandrel and threads onto the threaded stud component of the clip. During normal use, prior to deployment, the actuator coupler is located in between the l-lock tines providing an outward force, pushing the tines into the connector windows of the clip; this creates a mechanical attachment between the clip and the l-lock shaft of the delivery catheter (dc). Based on the image provided, the mechanical connection between the l-lock tines and clip connector has been compromised. In addition, the l-lock tines are not visible and possibly detached from the shaft. The actuator coupler is exposed and appears attached to the clip threaded stud. The actuator assembly appears intact, with the distal portion of the actuator mandrel exiting the l-lock shaft bent, causing the clip to point in a downward position. Reference figure 1 which labels pertinent components to highlight observations. Based on the image provided and positioning of the clip relative to the l-lock shaft, the actuator mandrel is not broken, as reported. Rather, the actuator mandrel is likely bent. Therefore, the reported deformation due to compressive stress is confirmed. Given the observed state of the clip and distal dc components in the image provided, it would not be possible to actuate the clip or the grippers. Therefore, the reported difficult to open or close (gripper actuation, clip actuation) is indirectly confirmed. The hinge pins appears engaged to the clip connector; there is no evidence of hinge pin disengagement. Due to the lock line material (non-metallic), it is not possible to visualize the lock line on fluoroscopy imaging. As such, the reported lock line break cannot be assessed or commented on via cine evaluation. There are no other observations based on the fluoro image provided.¿ additionally, this event was further reviewed by an abbott medical affairs director and the reviewer stated ¿case reviewed (fmr). Reviewed a still image of fluoroscopy and also a photo of the clip and mandrel after removal at the time of surgery. The initial clip (xtw) became entangled in the chordal elements and could not be freed despite multiple maneuvers by the physician; there is evidence of damage to the mandrel with a bend noted on both the fluoroscopic image and the photo. The bend is at the transition of the thinner mandrel and the coupler. Additionally, the lock line was broken. As a result, the grippers could not be raised or lowered and the clip, once inverted, could not be closed. The clip could not be removed; the patient was taken to urgent surgery for mv replacement. However, the patient died the next day. We do not know the immediate cause of death due to the limited information provided, however, it appears that the patient was critically ill with multiple comorbidities. In reviewing the case, the damage to the clip was likely caused by the force of the maneuvers to free the entangled clip. Thus, the death is related to the procedure and no obvious primary device failure is apparent. The clip/assembly had not been returned from the hospital for evaluation.¿

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. An xtw clip was inserted and placed on the mitral valve. However, the physician did not like the results. Therefore, the clip inverted and attempted to be retracted back into the left atrium (la). While doing so, it was observed the posterior leaflet had become caught on the gripper. It was noted at this time, the gripper was still down on the anterior leaflet. Troubleshooting was performed, but during troubleshooting, fluoroscopy showed the mandrel broke and became bent. It was then observed that the lock line was broken and the clip had opened. A snare was inserted in an attempt to remove the clip, but the grippers would not raise and the clip was unable to open or close. The clip remained stuck on the anterior leaflet, causing mr to increase to a grade of 4. Therefore, the patient was transferred to surgery and mitral valve replacement was performed. The following day, the patient passed away.